Event description:
It was reported that the pump was exchanged. The drug in the pump was morphine.

Manufacturer narrative:
Catheter model# 8709, serial#(B)(4), implanted: 2005-(B)(6), explanted:unknown, analysis of the pump revealed pump/battery/high resistance. (B)(4).